Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (4726131) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to fluid loss. No other adverse patient effects were reported.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes of the pump. Partial separations, surrounded by abrasion, were noted on both exhaust tubes of the pump. These are not sites of leakage. A failure of the back pressure test and inlet valve test was noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material (tissue) was noted in the spring/ball and seat component of the pump. No functional abnormalities were noted with cylinder 1. Abrasion was noted on the exhaust tubing of cylinder 2. A separation, surrounded by abrasion, was noted on the exhaust tubing of cylinder 2. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the inlet tube of the reservoir. Partial separations, surrounded by abrasion, were noted on the inlet tube of the reservoir. These are not sites of leakage. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This is a site of leakage. A separation was noted on the inlet tube of the reservoir, near the strain relief junction. This is a site of leakage. The surfaces appear to have crease marks adjacent to or within a confined area of abrasion, indicating the area was kinked and abrading against itself for an extended period of time. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes of the pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the inlet tube of the reservoir to be kinked for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the inlet tubing at the strain relief junction. In addition, it was concluded that the rough and irregular surfaces associated with the separation on the cylinder 2 exhaust tubing indicates that sufficient stress was also exerted on the exhaust tubing to separate the site while in-vivo. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument separation on the inlet tube of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. During review of the returned pump, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the back pressure and inlet valve testing. It was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of theses tests were not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.